Event description:
Manufacturer received implant warranty and registration card for patient noting that both her vns therapy pulse generator and lead were replaced. Reason for replacement was noted as battery end of service. Follow-up with the treating physician was subsequently made concerning why the lead was replaced as well. Physician noted that the system "malfunctioned", but no clarification could be obtained beyond this. Good faith attempts for further information are currently being made. Follow-up with the explanting facility revealed that the explanted generator and lead had been disposed of and would not be available to manufacturer for product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.